Event description:
Husband reported that several of the cassettes were defective. They will complete the mix, remove the bubbles at night and the next morning, husband claims that the cassette was full of bubbles again. He said that the blue plastic at the bottom of the cassette does not close all the way. Did the reported product fault occur while in use with the pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual supply available for investigation? No. Reported to (B)(6) by pt/caregiver.